Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c146ee, serial/lot #: (B)(6), ubd: 06-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. It was reported that during the index procedure , there was bleeding from the puncture site in the right groin despite the use of a closure device. The puncture site was then closed surgically. As a result the patients level of hemoglobin dropped from 121 g/l to 87 g/l. No transfusion was required. The event prolonged the patients existing hospitalization and the patient was discharged two days post the procedure. The site assessed the blood loss event as not related to the study device or an underlying condition and causally related to the index procedure. No additional clinical sequalae were provided and the patient is fine.